Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) showed a lower than expected battery voltage at the attempted implant. The device was not implanted.